Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 continuous glucose monitor became unpaired from the ilet, while the user continued to view glucose readings in the dexcom app, and an agent guided the user to toggle settings, restart, and re-enter the pairing code, after which the pairing process restarted. Symptoms included no reported adverse clinical effects and no blood glucose impact. Outcomes included no medical intervention and no hospitalization. Investigation included remote troubleshooting and user-guided re-pairing steps. Investigation of this case revealed a communication and pairing failure between the cgm and the ilet without evidence of device damage or sensor malfunction, and function of the cgm was confirmed via the dexcom app. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity issue.